Event description:
Customer reported erroneous high accutni (troponin I) test results were obtained for two pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Erroneous test results were not reported out of the laboratory. Repeat analysis was performed using a unicel dxi 600 access immunoassay system. The test results were lower and were reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were drawn by emergency room personnel into 13x75mm plastic non-gel heparinized tubes. The tubes are spun down at 3300 rpm in a swing-bucket centrifuge at room temperature for 7 mins. Quality control (qc) prior to and after the erroneous results was within specifications. After the erroneous results, the customer performed a calibration for troponin, which failed twice. A system check was then performed and passed within specifications. No errors were posted to the event log. On (B)(4) 2009, the field service engineer performed a pm (preventive maintenance) and replaced reagent pipettor #4 transducer. High sensitivity system check met specifications. Troponin was calibrated and passed. Repair was performed per published procedures and verification testing passed within specifications. The erroneous results occurred on reagent pipettor #3. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.